Event description:
A (B)(6) male patient underwent abdominal aortic aneurysm repair (B)(6) 2009 without issue. During a follow-up CT scan, a type 1b endoleak was noted in the right common iliac. The CT scan noted the endoleak with approximately 15 millimeters of native iliac distal to the endograft. The physician decided to extend the right iliac leg graft to seal off the endo leak. On tuesday (B)(6) 2012 a zenith limb with spiral-z technology was used to extend the graft toward the hyper gastric. This implant resolved the endoleak and the procedure was completed without difficulty. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.